Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Noise was noted on the right ventricular lead, but was unable to be reproduced with isometrics. Programming changes were completed. Patient was stable and will continue to be monitored.